Manufacturer narrative:
The customer received a replacement pump. In follow up with a complaint handler on (B)(6) 2025, the customer stated that she received her symphony breast pump, and it kept giving her an error message. She tried to troubleshoot the pump and contact customer service, but it was the weekend and medela was closed. She ordered a new pump and returned the old pump to the rental facility. The customer did not want to give any additional information. Based on the results of our internal investigation (reference number (B)(4)), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However, in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2025, the customer alleged to medela llc that while using a symphony breast pump she received an error message, and she was unable to use. Additionally, she alleged that she was discharged from the hospital for severe mastitis requiring IV antibiotic.